Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#4109412. 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Take the retained sample of this batch for relevant functional tests: penetration force (including needle tip penetration force, catheter tip penetration force and catheter drag force) test. The test results show that all meet the product specifications. 4. It is recommended to feed the catheter at a low angle during the puncture process to avoid catheter bending 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the root cause of the bend in the catheter cannot be determined as no abnormalities are found in the production process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample is received for further testing. The plant will continue to track and trend for this issue.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc catheter bent. (B)(6)2024 11:00 to the child tube intravenous indwelling needle using antibiotics, indwelling site for the dorsal foot vein, the puncture process is smooth, pull out the tip of the needle found to push the liquid, and finally pulled out the indwelling needle found in the body of the middle part of the hose has a crease, replacement of a new indwelling needle to re-puncture, resulting in the patient's suffering

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.